Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. The reported problem was confirmed. The airflow is out of tolerance range for the value a 0 splm. The sensor seems to be in question because the value has 120 splm and also close to the tolerable limit. Replacement of the "gas delivery system" is necessary to solve this problem. The part has been replaced, the unit is fully operational again and has been returned to service. Investigating of the returned part revealed the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a defective flow sensor. There was no patient involvement. The event date was not specified, estimate used.